Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Caller reported blood glucose results of 582 mg/dl, 156 mg/dl, and 188 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.